Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states "can not see notes". This is a possible display issue. There was no pt impact.